Event description:
The customer reported the following blood glucose, carbohydrate intake and insulin bolus history: (B)(6). He then removed the pod and noticed that the cannula looks bent and like there is insulin on the outside of it. He also stated that he only uses his abdomen for infusion sites. With a new pod his bg started to decrease, reaching 259 mg/dl by 7:52 pm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.